Manufacturer narrative:
The insulin pump was returned for low battery alarms, detailed trace analysis confirmed low battery alarms and power error alarm was triggered when backup battery unloaded voltage was less that 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery was depleted too quickly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.